Manufacturer narrative:
The herculink (part/lot # unk), is being filed under a separate medwatch report. This report involves a retrospective study noted in an article. The device was not available for analysis. The lot number was not provided; therefore, review of the device history record could not be performed. Dissection and in-stent restenosis are a procedural risk associated with vascular use. Attachment: sanjay misra, md, et al; "renal artery stent placement for restoration of renal function in hemodialysis recipients with renal artery stenosis", published j vasc interv radiol 2008;19:1563-1568. See scanned pages.

Event description:
Device malfunction: none. Time of symptoms/ae: during/post procedure. Symptoms/ae: dissection/restenosis. The following events were noted through a periodic article review, a retrospective study was conducted from 1996 to 2006 in 16 patients who underwent treatment of renal artery stenosis for acute renal failure or uncontrolled hypertension with chronic hemodialysis. The average follow-up was 448 +/- 450 post procedure. Four different balloon expandable stents were used in the study. No correlation is made between the adverse events and the stent brand/manufacturer. Of the 16 patients, one omnilink stent was implanted. Complications for the study population consisted of one non-flow-limiting dissection during stent placement which was managed conservatively and one case of in-stent restenosis 295 days after stent placement.